Event description:
Philips received a complaint by the customer on the v60 indicating that the device would not power on and did not power off either. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer was unable to get into diagnostic mode to evaluate. The rse recommended to swap out the user interface (ui) assembly to check the ui assembly and then the power management (pm) printed circuit board assembly (pcba). The customer called back and stated he was able to get into diagnostic mode and verified there was 24 dc volts, and the internal battery was showing 16.46 volts. He was still unable to power off the unit. He plans to swap out the ui pcba assembly and see if he is able to power on and power off the unit with no issues. The customer called back and informed that he received and replaced ui pcba, but the unit only has software 2.00. The rse provided the customer with software 2.10. The customer was able to download software 2.10 on to his pc and also downloaded it on to the v60 successfully. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.